Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "flashed and appeared to remain in standby" was confirmed and the cause isolated to a worn output connector. In addition, the evaluation found air output out of specifications due to a faulty air pump. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device leaked and when switched from standby to on, the device just flashed and appeared to remain in standby. There was no patient injury, associated with the problem, reported to olympus. This report is submitted due to the report of device just flashed and appeared to remain in standby.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty scope socket and worn-out slider switch. Olympus will continue to monitor field performance for this device.